Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d224trk cardiac resynchronization therapy defibrillator, implanted: (B)(6) 2008; product ID 419488 implantable pacing lead, implanted: (B)(6) 2008; product ID 694765 implantable tachy lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited non-capture as well as high thresholds. In addition, the physician thought the patient may be suffering from an exit block. The ra lead was capped and replaced in a new location. No patient complications have been reported as a result of this event.